Event description:
The home pt reported 4 incidents of the transfer set not shutting off the flow of solution. Both of these incidents were noted during use with no pt injury or medical intervention reported by the home pt.